Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device as per the following instructions for use: - operation manual includes the detection method in chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was displaying a b30 error. The device was returned to service where evaluation found foreign material exiting the channel. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint as well as found the angle wires were stretched, image problem (b30 and e216), perforation/ cut/ or scratch of the bending section, water invasion, no image due to corrosion in addition to the reportable malfunction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.